Event description:
It was reported that patient¿s implantable neurostimulator (ins) kept ¿shutting off on its own¿. The device was then explanted. There was no patient injuries reported with the event. Follow up information received reported that it was unknown as to the exact date of onset of the device shutting off issue but it was noted by the patient that it hadbeen going on for a few months. Nothing further had been heard from the patient which thought to be a good sign. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the stimulator, serial (B)(4), found it functionally okay with insignificant anomalies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v498749, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.